Event description:
On (B)(6) 2011, it was initially reported that the pt had increased baseline spasticity. A catheter replacement was initially scheduled, however it was decided that the pump was to be replaced also. The drug administered via the pump was lioresal (2000 mcg/ml at 100 mcg/day). On (B)(6) 2011, additional info was received. Following the pump and catheter replacement procedure, the pt was without injury and had recovered without sequela. It was noted that neither a rotor or dye study was performed. The pump was replaced to avoid in-vivo battery depletion. The reason for the catheter replacement was not reported. Further info received on (B)(6) 2011, indicated that the initial catheter replacement procedure was scheduled as an exploratory surgery to determine what exactly was going on. Additional info will be provided on a f/u report as it becomes available.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis . A f/u report will be sent when the analysis is complete.